Manufacturer narrative:
D9: date returned to mfg.: 12/17/2025. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: received one (1) used product. As received, one of the port bodies was observed to contain a segment of a torn catheter at the port connector. This port body is tied to the reported lot number. Additionally, two catheters were returned, each of differing o.d. Sizes. No other damages or anomalies were observed. The complaint of breakage/cut was confirmed. The probable cause was unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. Initial reporter phone number was (B)(6).

Event description:
It was stated in the report that experienced subcutaneous leakage from the infusion the day after port placement, after the doctor examined the situation and reopened the surgical incision to remove the port, it was found that the catheter was broken, so the product was replaced for use.